Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. As reported, the 0.014-inch stabilizer guidewire had come out at the wrong port/wire lumen (not out of side port) of the 120cm outback elite re-entry catheter. There was no kink/bent noted to the guidewire, but a difficulty was encountered during use resulting in the guidewire to not be successfully loaded. When the guidewire was removed, it was noted to be frayed. There was no reported patient injury. There was no damage noted on the outback device prior to opening of the packaging. All specified ports of the device were properly flushed but was not able to do re-flushing after 30 seconds. The cannula action was verified during prep and was fully retracted prior to insertion of the wire. The cannula did not actuate smoothly. The device was straight prior to loading. The guidewire was not previously used in the procedure as it was only used on an outback catheter. The physician had previous experience with using the device. The procedure was not successfully completed. The event had caused a clinically relevant increase in duration of the procedure for 60 minutes but did not require prolongation of hospitalization. The stabilizer guidewire was not returned. As a sterile lot number was not provided for the involved stabilizer guidewire, phr review could not be performed. Without the return of the stabilizer guidewire, the reported ¿distal tip ¿ wires - frayed/split/torn - in patient¿ could not be confirmed and the exact root cause could not be determined. Per the IFU, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the product analysis nor the phr results suggest that the reported events could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 0.014-inch cordis guidewire with extra support had come out at the wrong port/wire lumen (not out of side port) of the 120cm outback elite re-entry catheter. There was no kink/bent noted to the guidewire, but a difficulty was encountered during used resulting the guidewire to not be successfully loaded. Additional information obtained from the product evaluation states that the cannula was not successfully advanced and retracted via distal movement of the deployment slider, the action was attempted several times, but it was not possible to deploy. When the guidewire was removed, it was noted to be frayed. There was no reported patient injury. There was no damage noted on the outback device prior to opening of the packaging. All specified ports of the device were properly flushed but was not able to do re-flushing after 30 seconds. The cannula action was verified during prep and was fully retracted prior to insertion of the wire. The cannula did not actuate smoothly. The device was straight prior to loading. The guidewire was not previously used in the procedure as it was only used on an outback catheter. The physician had previous experience with using the device. The procedure was not successfully completed. The event had caused a clinically relevant increase in duration of the procedure for 60 minutes but did not require prolongation of hospitalization. The device will be returned for evaluation.